Event description:
During baxter's functional testing, it was observed that a spectrum pump would not remain powered on. The device was operating on battery power only. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter evaluated the device in question. The eval could not reproduce the device powering off without user input when the device was plugged in. Depressed battery contact pins on the pump were observed which can cause the device to not remain powered on when operating on battery power only. As a result, the rear case which contains the battery contact pins, has been replaced.